Manufacturer narrative:
The event was reported to have occurred on an unknown date three weeks ago from the date of receipt. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with unspecified antibiotics (doses, route,s frequencies not reported, treatment was discontinued). On an unknown date during hospitalization, treatment was switched to cefazolin (intraperitoneal, ongoing, route, frequency and duration were not reported) for the event. Eleven days after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.